Manufacturer narrative:
Technician found the CPR link was not connected correctly reconnected and adjusted link to resolve this issue.

Event description:
Information received that the bed was not function correctly. No injury reported.